Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis resulting in being admitted to the intensive care unit of the hospital. The customer administered insulin via the pump and later via an insulin pen prior to admittance. The customer was discharged on february 25th with the issue resolved; however, no details pertaining to treatment received were reported.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.